Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis- one action oasis stent introduction system to place a 10 french cotton-leung biliary stent. Once the stent was in place, difficulty with removal of the guiding catheter of the introduction system was encountered. Although resistance in removing the introductions system from the stent was encountered, stent placement was successful. Additionally, the introduction system stretched and became broken during stent placement. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of removal difficulties. The guiding catheter of the introduction system has stretched and exhibits kinks at the distal and proximal ends. All four bands on the guiding catheter have moved from the original position due to stretching of the guiding catheter. The guiding catheter remains intact; breakage was not observed. The pushing catheter of the introduction system exhibits a buckled and twisted area near the handle. Due to the condition of the returned device, a functional test to verify resistance in stent deployment was unable to be conducted. The device is contaminated with dried bodily fluids. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: damage to the introduction system, such as kinks, twists, stretching, and buckled areas can occur if the introduction system receives excessive pressure during an attempt to place the stent. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.